Manufacturer narrative:
As the lens remains implanted, a documentation review was conducted. Based on our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Due to the absence of the lens and the requested additional information, lenstec was unable to perform a more thorough investigation of the complaint. As such, we are unable to determine a specific cause for the reported incident. Additionally, lenstec is unable to comment on the instruments used and therefore wishes to advise the user to consult the instructions for use for the correct instruments and method for implantation using the injection process to ensure successful implantation. (B)(4).]

Event description:
Lenstec received an email stating "a patient was implanted with a softec hd on (B)(6) 2018. Under the microscope, the iol surface was not found smooth and punctate. The repeated irrigation was ineffective. The iol was not removed at present."